Event description:
This is the second of two reports (same pt, same surgery, same product ID, different serial number). It was reported that the product was not taking good grafts. The grafts was intermittent. The dermatomes would stop in the middle of taking the graft. There was no injury to pt, just had to take more graft. There was a surgical delay of 10 minutes because the surgeon had to wait for another dermatome. The replacement dermatome also did not work properly. Both dermatomes were used on the same pt. They had to get a third dermatome and change out the power supply to finish the case. Pt outcome was reported as "don't know the outcome".

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.